Event description:
Per the customer, when opening the package the tip was found to be broken off. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Additional mfg narrative: update: d9, h3, h6 device evaluation: follow-up report submitted to document the device evaluation. Correction: d2b product code updated.

Event description:
Per the customer, when opening the package the tip was found to be broken off. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.